Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported sensing failure relative to the subject pacemaker during the implant attempt, prior to pocket closure. Specifically, it was indicated that the psa measurements relative to both leads were normal. After connecting the leads to the subject pacemaker, there was proper pacing function at 70/min. While suturing the pocket, the rate decreased to 60/min and p wave undersensing was observed on the surface ECG. The subject pacemaker was then interrogated and the atrial and ventricular waves were flat. Atrial sensitivity was reprogrammed from 0.4mv to 0.1mv and atrial noise was sensed. Following several re-interrogations and measurements associated to wave amplitude and sensitivity both atrial and ventricular waves remained flat with associated markers on egm. It was then indicated that physiological signals were suddenly displayed on both atrial and ventricular egm and wave amplitude became measurable. P-wave amplitude (4.6mv) and r-wave amplitude (4.3mv) were also measured. Normal pacemaker functioning continued to be observed. The subject pacemaker was disconnected and each lead was again measured with a psa and determined to be normal. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). Please refer to the attached investigation report.

Event description:
The physician reported sensing failure relative to the subject pacemaker during the implant attempt, prior to pocket closure. Specifically, it was indicated that the psa measurements relative to both leads were normal. After connecting the leads to the subject pacemaker, there was proper pacing function at 70/min. While suturing the pocket, the rate decreased to 60/min and p wave undersensing was observed on the surface ECG. The subject pacemaker was then interrogated and the atrial and ventricular waves were flat. Atrial sensitivity was reprogrammed from 0.4mv to 0.1mv and atrial noise was sensed. Following several re-interrogations and measurements associated to wave amplitude and sensitivity both atrial and ventricular waves remained flat with associated markers on egm. It was then indicated that physiological signals were suddenly displayed on both atrial and ventricular egm and wave amplitude became measurable. P-wave amplitude (4.6mv) and r-wave amplitude (4.3mv) were also measured. Normal pacemaker functioning continued to be observed. The subject pacemaker was disconnected and each lead was again measured with a psa and determined to be normal. Another pacemaker was subsequently implanted instead.